Manufacturer narrative:
The case reports that during an endoscopy procedure, the polyp trap was not capturing the biopsied polyp specimens in the chambers. The loss of specimens/polyps could potentially impact the patient in delay of patient diagnosis. There is limited information regarding this complaint. There was no reported issues with tubing connection or suction pressure being used with the device. There was no product sent back for additional analysis. There has been no reported patient illness or injury as a result. This complaint will continue to be monitored within medivators complaint system. Device not returned for evaluation.

Event description:
During an endoscopy procedure, the polyp trap was not capturing the biopsied polyp specimens in the chambers. The loss of specimens/polyps could potentially impact the patient in delay of patient diagnosis.